Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. Insulin pump alarmed motor error during basic occlusion test due to loose and tilted drive support disk. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on display window.

Event description:
The customer reported receiving a motor error alarm during bolus delivery, followed by a blank display. The customer's blood glucose was 235 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
.